Event description:
We purchased this humidifier for our bedroom and had used it for 5 consecutive days. It was sitting on top of a dresser and was refilled about 30-40 minutes prior to the incident. My dog yelped and ran under the bed. I noticed his bed was soaked with water despite being about 2 feet away from where the humidifier sat. I grabbed the dog and his back was covered in boiling water. I immediately took him to the sink and ran cold water over his back for several minutes. The burn covered his back and left side. I was unable to afford to take him to the vet so I treated him at home to the best of my ability. The burns are severe and he is still losing hair and skin a month later. I have 2 small children that could have been burned by this unit and it should not be on the market. Purchase date: (B)(6) 2018. Retailer: (B)(6). I reached out to the manufacturer via email and received or form letter in return. (B)(4).